Manufacturer narrative:
Pursuant to title 21 - food and drugs, chapter I - food and drug administration department of health and human services, subchapter h -0 medical device, part 803 - medical device reporting, subpart a - general provisions, section 803.16, neither this report nor any information submitted herein constitutes an admission by caire inc. That the device stated in this report, caire inc., or caire inc.'s employees, caused or contributed to the reportable event stated herein. Caire inc. Has made three unsuccessful attempts to retrieve the device for evaluation. Caire inc. Will submit a follow up report if the device becomes available for evaluation. The adverse event description states that the patient was smoking while the unit was operating. No smoking warnings were reviewed and deemed adequate. "No smoking" symbols are affixed to the face of the unit and "no smoking" warnings are included in the IFU.

Event description:
Per distributor's report: patient was smoking with oxygen on/in use. Patient was transported to the hospital at ucsd burn unit for treatment of her burn injuries of various degrees.